Event description:
Following a magnetic resonance imaging (MRI), the device as found to be in backup vvi mode (bvvi). The device was programmed into MRI mode. The cause of the event was due to exposure to a 3t MRI scan and the device is only approved for a 1.5t MRI scan. Technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient is stable.